Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided. Potential factors that could have contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre-dilatation, highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, it was reported that the tracking path was calcified. No deviations of the stent strut structure were observed directly after stent placement. Based on the information available and as no sample was provided, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Furthermore, the IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit."

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under# (B)(4). As the lot number of the subject device has not been provided, a device history record review could not be performed. The event is currently under investigation. Section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant was unable or unwilling to provide any further pt or product details to date.

Event description:
It was reported that vascular stent was found to be shorter than expected post placement in the sfa. An additional stent was used to cover the lesion completely. No pt injury was reported.